Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the abdomen. On (B)(6) 2024, at an unspecified time of the event the cgm reading was 11.1 mmol/l and the bg reading was 8.8 mmol/l. In the afternoon the patient was feeling unwell, dizzy and experienced loss of consciousness for about 7 seconds and regained consciousness by his own. When he regained consciousness, the cgm was reading 3.9 mmol/l, and there was no bg taken. The patient self-treated with carbohydrates and there was no medical intervention. The patient was accompanied by other people, but third-party intervention was not required. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid prior to the patient fainting. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after the patient regained consciousness. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.